Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of jk(a) positive samples with seraclone anti-jk(a). The customer also reported that she was not sure which reactions were positive respectively negative. The customer returned the supposedly defective product seraclone anti-jka and also seven patient samples that had caused unclear test results. Our quality control laboratory tested the patient samples with the customer's returned seraclone anti-jka sample and also with their retained product sample. Six patient samples showed clearly positive results and one sample reacted negatively. Additionally, the returned and the retained seraclone anti-jka sample were tested with different jka+b+ red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained and the complaint sample were also tested. The required minimum titer was exceeded. Complaint and retained sample showed comparable results in all tests. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.